Event description:
Allegedly patient at full growth potential, converting to a permanent prosthesis.

Manufacturer narrative:
Conclusion: no device failure. The product was not returned. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. The finite life of this device is address in the package insert. This report will be updated when the investigation is complete.